Manufacturer narrative:
The reported reader and one reported test strip has been returned and investigated, a new issue was observed. Visual inspection has been performed on the returned meter and strip, no issues were observed. A built in reader test was successfully performed. Control solution testing has been performed using the returned reader and the returned test strip, an error 3 was observed during control solution testing. Mix match testing has been performed using the returned reader and retained test strips and all test results were within satisfactory range. Extended investigation has also been performed and a DHR (device history review) was performed on the reported test strips, no issues were observed. Retain testing has been performed and all units performed within specification and passed. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving erratic readings from their adc freestyle libre built-in meter. Customer reported receiving readings of 32 mg/dl and 230 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their adc freestyle libre built-in meter. Customer reported receiving readings of 32 mg/dl and 230 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.